Manufacturer narrative:
Evaluation summary: one opened 25ga trocar assembly was received in a specimen container with no tip protector. The cannula/hub assembly was visually inspected per facility procedure. The cannula was found to be conforming and the hub was found to be nonconforming with a hole in the septum. The cannula/hub assembly was then dimensionally inspected for cannula ID and was found to be conforming. The trocar blade was visually inspected per facility procedure and was found to be nonconforming with a damaged tip. The blade was also visually inspected for blade width and was nonconforming. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (blade damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the products acceptance criteria. Five lots had no anomalies found based on the device history record reviews. The report from the customer of a trocar that would not stay in place in the eye cannot be confirmed from this evaluation. The sample was returned in a specimen container with no tip protector, therefore where and how the damage to the blade occurred cannot be determined. The ID of the cannula was conforming. The width of the blade was found to be under the specification, which would not result in an incision where the trocar would be loose and since the assembly was received unprotected, this evaluation cannot confirm that the blade width on the sample received was the blade width at the time of use, therefore an exact root cause cannot be determined.

Event description:
Additional information was received: no unplanned medical intervention was required to treat the event. Event resolved with treatment.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that the valve trocar did not stay in place in the eye. Another trocar was used. There was no consequence for the patient. Additional information has been requested but not received to date.